Event description:
Follow up with the physician's office confirmed that the screen would freeze occasionally on the interrogation screen, resolved through troubleshooting. The programming system is working okay to date. No additional information was provided.

Event description:
Additional information was received regarding the product information and the programming system reportedly "not working as well and not holding a charge." The handheld computer would reportedly freeze, and the physician would have to reset the computer or take the battery out. No mishandling was suspected to have contributed to the event. The programming system was not stored in an abnormal location; it stayed plugged in the physician's office. The company representative believes that the frozen screen would occur on the interrogation screen, but this has not been confirmed by the physician to date. A replacement handheld computer was sent to the physician. The programming system and related software were received on (B)(4) 2012, by the manufacturer. An analysis was performed on the handheld computer and the reported allegation was not verified. The handheld was received with a main battery charge of 64%. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Suspect device serial #, lot #, and other, corrected data: the initial report did not report the product information, as the information was unknown at that time. Device manufacturer date, corrected data: the initial report did not report the product information, as the information was unknown at that time.

Event description:
It was reported that a physician's old handheld computer was "not working as well" and not holding a charge. Therefore, the physician was requesting a new computer. Attempts for additional information and product return have been unsuccessful thus far. Product return is expected, but the products have not been received to date.

Manufacturer narrative:
The supplemental report #2 inadvertently reported the screen in which the screen would freeze incorrectly. The supplemental report #1 inadvertently did not indicate the device evaluation.

Event description:
The screen would freeze occasionally on a screen other than the final interrogation screen, per the physician's office. However, it was resolved through reset or by taking the battery out and product analysis found no anomalies with the software.